Event description:
Failure to alarm: failed to alarm canister blockage.

Manufacturer narrative:
This single complaint involves multiple lots for canisters not causing alarms when visibly full. The complaint is confirmed from reenacting the described event with returned samples, as the alarm could not be readily observed (after successful negative pressure therapy and canister full utilization), and from what is reported, beyond recommended safe level before replacement instructed. The evaluation of complaint samples determined that the root cause of a full canister not triggering a pump alarm was the fit of conforming antimicrobial filters into the ez or ez plus pump (same orifice design and tolerances), in all cases full insertion not required to obtain proper negative pressure and inflow to canisters. The complaint against the 250cc canisters is better understood to cause problems in monitoring canister volumes compared to the 800cc canister as the canister holder covers most of the canister body and graduations. Most users would not rely on the alarm to replace the canisters, but for some users the alarm is expected to indicate a canister has been fully occupied by exudates and suction occluded by resulting gel material. The reenactment of the event also indicated that the canisters are sealing shut from solidifier and overflow protection and vacuum is held enough to prevent backflow into wound site. Since the only circumstances for repeat complaints would be for clinicians waiting for an alarm to replace the canisters, it is advised to fully insert the filter into pump and monitor canister volumes closely in system use. Smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.